Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 45 mg/dl that was treated with oral glucose in the form of a juice box, after which the glucose level increased and stabilized at 119 mg/dl. Symptoms included low blood glucose. Outcomes included recovery without escalation. Investigation included device-use troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no device component issues identified, with the event attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.